Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). Our field service engineer investigated the device on-site. During troubleshooting, the reported issue was confirmed as the technical errors again were generated again. To address the issue, the expiratory channel printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs also confirmed the reported issue. The expiratory channel pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. Simulated use testing of the pcb passed a pre-use check. After passing, no technical alarms were generated during non-stop ventilation for two days. After ventilating, another pre-use check was performed and passed. The reported issue could not be reproduced. Our conclusion is that the expiratory channel pcb is the cause of the problem. Since the issue could not be reproduced, no definitive root cause can be established. The expiratory channel pcb is part of subsystem breathing bre. The main functions for the pcb are expiratory flow measurements and expiratory cassette handling. A thermistor on the expiratory channel pcb monitors the temperature inside the patient unit. An alarm is activated if the temperature is 77 ±5 °c (170 ±9 °f) or higher.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref.#: (B)(4).